Event description:
It was reported that the patient's right ventricular (rv) lead had perforated through the myocardium. The rv lead was explanted and successfully replaced. The patient remained stable throughout.